Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, one of the wires in the trunk cable was shorted, causing the test failure. The root cause for shorted wire could not be positively identified but was likely caused by excessive force. No adverse event resulted from the defective electrode belt.